Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by unspecified symptoms. The pt was not hospitalized for the event. The following day, the pt started treatment with vancomycin (2 grams, 2 times, route of administration not reported) and gentamycin (160 milligram 1 time, route of administration not reported) for peritonitis. Two days later, treatment with vancomycin was stopped. Three days later, the pt again started treatment with vancomycin (1 gram every 2 days, route of administration not reported) for peritonitis. At the time of this report, the pt was recovering from the event and pd therapy was ongoing. The cause of peritonitis was unknown. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896290, gd896118 and gd895797 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.